Manufacturer narrative:
(B)(4). Batch # r5aj6r. Investigation summary: the analysis results showed that one gst60b reload was received unfired, with the pan partially detached from the right side. While no conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that 3 gst60b loads had bent tray/pan. These were not used and will be returned for further investigation.